Event description:
The customer reported the system locked up as a result of an intermittent communication fail error message. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The ground was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.